Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user had been experiencing elevated blood glucose (bg) levels ranging from 250 mg/dl to the 400 mg/dl range. Reportedly, the pump settings needed to be adjusted. Additionally, it was reported that the contact miscalculated the amount of carbohydrates for a meal bolus calculation. The contact adjusted the basal settings and delivered a bolus via the pump to address bg levels. At the time of the report, the user's bg level was lowering towards target level.